Event description:
It was reported through the results of the clinical trial that approximately six months and twenty four days post stent placement on the right leg for the new lesion stenosis on the mid and distal superficial femoral artery, the subject had an adverse event of 70% intrastent stenosis. It was further reported that, the adverse event was not related to the study device and study procedure. Furthermore, the adverse event does meet the definition of serious adverse event. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2020) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, thrombosis or vessel occlusion. Correct procedure for stent placement was found addressed. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported through the results of the clinical trial that approximately six months and twenty four days post stent placement on the right leg for the new lesion stenosis on the mid and distal superficial femoral artery, the subject had an adverse event of right superficial femoral artery staged pre-occlusive intrastent restenosis of stents placed during the index procedure. It was further reported that, the adverse event was not related to the study device and study procedure. Furthermore, the subject underwent target lesion re-intervention on the right leg target lesion instent restenosis with initial stenosis of 95% and final residual stenosis of 0%. Reportedly, drug coated balloon was used for re-intervention for the target lesion and the re-intervention was successful. The current status of the patient was unknown.